Event description:
It was reported that during an angioplasty procedure when dilating the anastomotic stoma towards the proximal end to treat the fistula venous stenosis, the pta balloon allegedly ruptured in the fourth pressurization attempt at 20 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiry date: 01/2025), g3, h11: b5. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo and videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure when dilating the anastomotic stoma towards the proximal end straightly during treatment of the fistula venous stenosis, the balloon was allegedly burst once the fourth pressurization to 20 atm. It was further reported that the tip was fractured and the balloon was removed. The procedure was completed using another device. There was no reported patient injury.